Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose at the time of the incident was 250 mg/dl. Upon completing troubleshooting, the customer was advised that the event was resolved by changing the infusion set and the reservoir. Product is not expected to return.